Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. The connector portion of the lead was returned in one piece for analysis. Visual analysis found full breach insulation degradation at 4.5cm from the connector pin, exposing the coil adjacent to the connector boot. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.